Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level was 567 mg/dl. She took 4 units of insulin via manual injection and her blood glucose level dropped to 455 mg/dl. The customer felt nauseous and was not feeling well. The customer kept drinking water to stay hydrated. The device was not returned.